Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to unstable angina and anterior lateral ischemia and was referred for cardiac catheterization. The de novo target lesion was located in the 1st diagonal branch (dx1) with 99% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.25x24mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient died at home. The site was made aware of the event during protocol-required telephone contact. There was no information available regarding the patency of the study stent during this event. No action was taken to treat the event. Autopsy report is not available. Per death certificate, the immediate cause of death was heart failure and the underlying cause was coronary artery disease. No further information or source documentation for this event is expected.